Event description:
It was reported that the tech trained in the use of the starclose se device achieved arteriotomy closure in the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt artery. The tech removed the device using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: examination of the returned device discovered damaged vessel locator wings, which were broken and bent, confirming the reported complaint. The access port release mechanism had not been activated which may have facilitated the stuck device's removal. Inspection of the damaged vessel locator determined all of the broken wing material had been returned and all wing attachment points within the vessel locator assembly were intact. There was no detected anomaly to the internal components that may have prevented the proper function of the access port release feature. Damaged vessel locator wings are consistent with difficult to remove device complaints. A possible cause for the damaged locator wing condition may have been either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However, no anatomical info was supplied. There was no detected mfg or quality issue associated with the device and a review of the lot history files did not produce any findings relevant to this report. Based on the investigation the root cause for the observed locator wing damage is related to the operational context in which the device was used.